Manufacturer narrative:
The reported event was confirmed user related. The root cause of this failure is "misconnection of supply and return lines". The device failed to met specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." The device was not returned.

Event description:
It was reported that the patient started using arctic sun device with target temperature of 33c. The patient temperature was 38.3c at initiation and was now at 36.2c. The flow rate was low so they stopped therapy, emptied pads, reconnected pads and resumed therapy. Now the flow rate was marginal at 1.7lpm. There was condensation on the tubing and water temperature was 5.2c. Patient was shivering so they added a bair hugger. The patient had tylenol and buspar on board. The user had ordered for fentanyl but have not started it yet. Mss discussed causes of heat generation including shivering and suggested addressing per facility protocol. The user disconnected and reconnected pads using proper technique then flow rate rose up to 2.5lpm. There was good pad coverage. Mss asked nurse to be diligent with skin checks. Mss explained how condensation could occur when the water was cold and room was humid. Their protocol was provided for the patient to reach target within 4 hours. Mss suggested discussing with doctor. Per follow up via nurse on 08jun2021, patient completed therapy. Medication confirmed to control shivering from device. Pads size were large. No further issues after heat generation controlled. No additional information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient started using arctic sun device with target temperature of 33c. The patient temperature was 38.3c at initiation and was now at 36.2c. The flow rate was low so they stopped therapy, emptied pads, reconnected pads and resumed therapy. Now the flow rate was marginal at 1.7lpm. There was condensation on the tubing and water temperature was 5.2c. Patient was shivering so they added a bair hugger. The patient had tylenol and buspar on board. The user had ordered for fentanyl but have not started it yet. Mss discussed causes of heat generation including shivering and suggested addressing per facility protocol. The user disconnected and reconnected pads using proper technique then flow rate rose up to 2.5lpm. There was good pad coverage. Mss asked nurse to be diligent with skin checks. Mss explained how condensation could occur when the water was cold and room was humid. Their protocol was for patient to reach target within 4 hours. Mss suggested discussing with doctor. Per follow up via nurse (B)(6) on (B)(6) 2021, patient completed therapy. Medication confirmed to control shivering from device. Pads size were large. No further issues after heat generation controlled. No additional information available.